Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device pain ('essure pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vulvodynia"). The patient was treated with surgery (laparoscopic salpingectomy bilateral, hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device pain outcome was unknown. The reporter considered medical device pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: mr received: case become serious incident, essure removal date and surgery were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.